Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, oversensing noise resulting in an automatic mode switch episode was observed on the right atrial (ra) lead. The patient's condition was stable and will continue to be monitored.